Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping indicating that the customer was requesting bench repair, as the speaker was not working. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.